Event description:
Literature was reviewed regarding the impact of baseline left ventricular ejection fraction and aortic valve gradient on mortality following transcatheter aortic valve implantation (tavi). The study population consisted of 298 patients who underwent tavi with either a non-medtronic sapien 3 valve (n = 233) or a medtronic evolut r/pro valve (n = 65). Among all patients, the following adverse outcomes occurred within thirty days of tavi: disabling stroke, permanent pacemaker implantation, and hospital readmission. Withinone year of tavi, a total of 94 deaths had occurred. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.

Manufacturer narrative:
Citation: gilchrist ic jr, kort s, wang ty, et al. Impact of left ventricular ejection fraction and aortic valve gradient on mortality following transcatheter aortic valve intervention. Cardiovasc revasc med. 2024;65:32-36. Doi:10.1016/j.carrev.2024.03.005. Earliest date of publication used for date of event. Medtronic products referenced in the article: evolut r (product code npt, PMA# p130021) and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.